Event description:
It was reported that a patient experienced cloudy pd effluent coincident with peritoneal dialysis (pd) therapy. The cause of the cloudy pd effluent was not reported. It was not reported whether the patient was hospitalized for the event. On an unreported date, the patient began treatment for the cloudy pd effluent with unknown antibiotics (dose, frequency, route not reported). On an unreported date, the patient completed the antibiotic treatment. The outcome of the event was not reported. The action taken with dianeal therapies was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter pd disposable product. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a supplemental report will be submitted.